Event description:
It appears this event occurred as a result of the winged hub not being aligned with the suture wing. We can advise that we now verify the wings of the female luer lock adapter are aligned with the suture wings, eliminating the possibility of this occurrence in the future. An analysis of our records indicated the frequency and severity of this event have increased. At the time this device was manufactured, we were not verifying wing alignment. We can advise we are now verifying the wings of the female luer lock adapter are aligned with the suture wings. Production and quality control personnel have been advised of this matter.